Manufacturer narrative:
Product analysis: analysis found that there was contamination/corrosion of the analyzer battery connector. It was also noted that the analyzer patient connector was damaged. The analyzer will be returned to the outside equipment manufacturer for repair.

Event description:
The analyzer was returned to service as an associate device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.